Manufacturer narrative:
Device evaluated by MFR: acutronic support in conjunction with the customer determined the most likely cause of the event is the motherboard. Additional information was requested on whether or not the repairs will be done by distributor or acutronic.

Event description:
The customer reported that the monsoon ventilator alarmed with the following issues: peak inspiratory pressure (pip) measuring electronic error and driving (dp) measuring electronic errors. The issue occurred during patient use in adult double jet ventilation mode. The customer reported the error occurred twice during a twelve hour shift and was still in use. At this time, there is no known impact or consequence to the patient.